Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was exhibiting low battery fails, which were accompanied by a flashing red status indicator and a failure chirp. The reported fault was attributed to a failure of the negative terminal pogo pin. This had resulted in voltage fluctuations and low battery fails. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was presenting error conditions, but there was no confirmation of a failure to the critical functionality of the device. However, upon investigation of the device it was determined that the reported fault was attributed to a pogo pin failure. A pogo pin failure may prevent the pad-pak connecting with device, which could prevent or delay defibrillation therapy. There was no patient involvement reported with this event.